Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the pacemaker had software data problem triggering an error message. This issue was fixed with programming and reinterrogation. Additionally, it was discovered that the device was pacing in vvi mode when it was programmed to ddd mode. The physician suspected that the issues may have been caused by electromagnetic interference. The patient was stable.